Manufacturer narrative:
Investigation summary ppae ( thrombocytopenia): the cause of the injury was not determined due to insufficient clinical details. Device history lot device lot- 1980887. Device history batch subcomponent lot- n/a. Device history review the pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The patient tested positive for heparin-induced thrombocytopenia (hit), with a platelet count of 37. The patient was not a candidate for transplant. The impella 5.5 was surgically removed, while the right ventricular assist device (rvad) remained in place to continue providing support at the time of explant. The patient survived the procedure and is currently stable.